Event description:
Bilateral mesa screw fractures discovered 4 years post-op. The patient was revised.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The suspected failure mode for each screw was unidirectional fatigue fracture.

Manufacturer narrative:
The patient was revised; however, the shafts of the screws still remain in the patient. Details surrounding this incident are still being obtained. It is unclear if the patient sustained some sort of trauma or if the patient had a pseudoarthrosis. X-rays were recently received and are under review. The parts have been sent to an independent lab for evaluation. A review of the manufacturing and inspection records for the parts was performed and there were no discrepancies. No root cause has been determined at this time; however, it is worth noting that the screws are temporary implants, intended to serve as an adjunct to fusion. Four years is far beyond the anticipated fusion timeframe; however, because the cause of the fracture is yet unknown, the MDR is being filed as a precaution.